Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of physical damage for this lead was confirmed through observation. The lead's insulation sustained damage consistent with wire escaping the lumen.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to electrode end damage. The lead was punctured by the guidewire during back loading. The lead was never in service. No adverse patient effects were reported.